Event description:
It was reported that the adenoid tip was swirling at distal to gray connection.

Manufacturer narrative:
Functional test was not completed because the product was not returned for investigation. Therefore, the root cause could not be confirmed. No injury to pt was reported. Inspection of the lot history record for plasmablade tna was completed and did not note any anomalies during the mfg of this lot of device. The failure could not be confirmed because device was not returned for investigation. Medtronic energy will continue to monitor for future reoccurrences.